Event description:
It was reported that upon a remote review of this implantable cardioverter defibrillator (ICD), farfield oversensing was noted on the right atrial (ra) channel. The oversensing resulted in inappropriate atrial tachy response (atr) mode switching. Device sensitivity reprogramming was planned. This device remains in service. No adverse patient effects were reported.